Event description:
It was reported that the battery voltage measurement observation on interrogation was false low voltage. It was determined that the battery voltage will update every three hours and replace the false low battery voltage with the correct value. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device battery voltage measurement had a measuring problem.